Event description:
It was reported that the pump triggered an altitude alarm, causing the customer's insulin delivery to be suspended. There was no adverse impact on the customer's blood glucose level. The customer removed an obstruction from the speaker holes, cleaned them as instructed, and after reconnecting the cartridge and waiting, was able to resume insulin delivery without further issues. The pump returned to normal operation, and the customer received additional tips for preventing future altitude alarms.